Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, the right ventricular lead exhibited high impedance. The lead was not used and a new lead was implanted.